Event description:
It was reported that a stent damage occurred. The target lesion was located in an unspecified artery. A 2.25x16mm promus element plus stent delivery system was used to treat the lesion. The doctor experienced a possible accordion of the device. The doctor was able to balloon it and it was fine. The procedure was completed with this device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).